Event description:
Additional information was received. It was reported that the disconnection occurred during mobilization of the patient. The drain was re-connected without any need for revision surgery. It was noted that csv is the danish abbreviation for csf (cerebrospinal fluid). Regarding the cause of the ventriculitis, it was reported that the patient was admitted due to subdural empyema and secondary infection in relation to his vp-shunt and therefore ventriculitis. The issue was resolved when the evd was re-connected to the lur-lock and then re-connected to the duet system. It was reported that there was no damage to the evd. The connection between the evd and the lur-lock is a vulnerable for disconnection during mobilization. It was noted that the patient is known to have a mental age of 5 years. The patient is reported to be in normal condition. There are no clear indications that the patient was affected by this event in any way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding and external drainage and monitoring system. It was reported that the extra ventricular drainage (evd) in the brain separated by composition between drain and drain set. When this occurred the "csv" leaked out on the patient when transferring from wheelchair to bed. The evd has not been in tension, but the tunneled drain was easier to disassemble. The same issue occurred on saturday, (B)(6) 2022. The patient was in treatment with medication and evd due to ventriculitis. The reported consequence of the reported issue were medical or surgical treatment.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The vulnerability of the connection is unexpected.